Manufacturer narrative:
A steris service technician inspected the washer and found the leak originated from the drying chamber. A flexible hose that connects a solenoid valve condenser had cracked. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational.

Event description:
The user facility reported that water was leaking from underneath their washer. No injuries or procedural delays/cancellations were reported.